Manufacturer narrative:
(B)(4). Date sent: 05/20/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical nephrectomy procedure, it was observed that the stapler locked out on the renal artery. The physician realized a 45mm white reload was placed in the 60mm stapler and clicked into the distal end. The first reverse knife did not release the jaws. They attempted to do the manual override but unable to crank the lever and it stopped at 45 degrees forward. They removed the battery and placed it back in, them hit the reverse knife. This opened the jaws of the stapler. They were able to successfully remove the stapler and open a new one and successfully complete the firing with a correct 60mm reload in a 60mm stapler. Patient did not suffer any medical consequences and the rest of the procedure went well. The procedure was delayed by seventy minutes. The procedure was completed successfully with no adverse consequences for the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/30/2025. Additional information was requested, and the following was obtained: the device was discarded accidentally by the facility within 24 hours of the event, leaving the rep unable to retrieve it. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.